Event description:
During a routine check of the iabp, customer observed that the iabp display goes on then off intermittently. No pt was involved.

Manufacturer narrative:
The company rep observed the unit would power up and then shut down. The company rep identified the failure to drive manifold assembly. The company rep replaced the drive manifold assembly (part# 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).